Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal, sn (B)(6), +22.5d) on (B)(6) 2024. Three light adjustment treatments were completed but no lock-in treatments were completed. During an exam approximately 1 year later, on (B)(6) 2025, the treating physician noted anterior haze and evidence of central elevation of the intraocular lens during slit lamp examination. The lal was explanted on (B)(6) 2025.